Event description:
The manufacturer received information alleging a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. Additionally, during the evaluation the device alarmed indicating an issue with the device's blower assembly. The blower assembly needs to be replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.